Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the distal proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the wrist. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that in central processing, the fenestrated bipolar forceps instrument was discovered to have broken tips. There was no allegation of harm or injury to a patient. No fragments fell into the patient.